Manufacturer narrative:
Correction section h6: health effect impact code should be 4641 - unexpected medical intervention and investigation conclusion should be 4315 - cause not established.

Event description:
New information received stated that the device clinic increased the device sensitivity as recommended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited several episodes of false bradycardia or pauses due to undersensing. The device software was then upgraded on july 18, 2019 to prevent undersensing. After the upgrade, two episodes of undersensing and an increase battery drainage was noted on the device. Further investigation was completed and found that the patient had been sending several manual data transmissions to merlin.net causing an increase in battery usage. The two undersensing episodes were attributed to severe undersensing from guillain-barré syndrome. It was recommended that the clinic reduce sensing max sensitivity. However, it was noted that decreasing the sensitivity may induce noise which was recorded in many episodes on the electromyogram. No programming changes were yet made. No patient symptoms were reported and the patient condition remained stable. The patient was scheduled for a follow up.